Event description:
Description of event according to initial reporter: during an inferior vena cava filter insertion procedure on (B)(6) 2025, the filter would not detach once inside patient. The radiologist tried multiple times but had to withdraw and used a complete new set. This one deployed correctly. The patient's activity level is unknown. There is no plan to remove the device as it is hoped it will be excreted naturally. I do not know how long the fragment was which was left behind. It was the distal part of the drain.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the celect-pt filter would not release from the jugular introducer. After multiple attempts the filter was withdrawn and another filter was successfully placed. No reported harm to the patient. The pre-dilator, the femoral introducer, and the jugular introducer with loaded celect-pt filter were returned. During investigation the release mechanism did not move freely due to hardened blood/contrast, but the grasping hook as well as filter hook were found according to specifications. Therefore, based on the investigation findings the exact reason for the difficulties encountered during attempt to release the filter cannot be determined. The instructions for use note that excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated, but any reason would be pure speculation based on the information provided. There are adequate controls in place to ensure that the device is manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent